Event description:
It was reported that after procedure, the pseudoaneurysm was formed due to inadequate haemostasis at the puncture site. Astriction was performed for treatment and the patient recovered next day. No other information was provided.

Manufacturer narrative:
The subject device remained inside patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that after procedure, the pseudoaneurysm was formed due to inadequate haemostasis at the puncture site. Astriction was performed for treatment and the patient recovered next day. No other information was provided.